Event description:
It was reported that the patient's extensions were tunneled from the abdominal area up and ended up passing through the ribs. A CT scan later showed that they were close to the heart. The extensions were removed and replaced. It was reported that there was no patient injury, but an additional operation was required due to the event. As the implant was bilateral both extensions had to be replaced as they both took the same route. There were no patient symptoms / injuries related to this event.

Manufacturer narrative:
(B)(4): extension model unknown, serial# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6); extension model unknown, serial# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown_ext, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension.